Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : as part of previous investigation (B)(4) a device history record (DHR) review was conducted and did not reveal any related manufacturing deviations, anomalies or any other non-conformances on the provided product and lot combination. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. It was also reported that the tibia was found to be grossly loose with no cement adherence. Pitting of the poly insert was also noted. The patient was revised to a full sigma knee revision. Explanted components were retained by the patient for her attorney. No further patient information is available (right knee).